Manufacturer narrative:
Other text: b3: date of event is unknown. D10: updated h6: event methods, evaluation, and conclusion codes: updated one infusion pump was received for evaluation. Visual inspection found chipped out on lower left front corner of top case also cracked on right plunger case and missing serial number label on bottom case. The syringe plunger not in place error was found during syringe test and failed plunger sensor test. The cause of the issue was q1 broken off from plunger board and plunger board broken off from glue. Actions to correct the reported issue was replace plunger board, perform preventive maintenance and all functional testing. With no indication of a manufacturing issue, no device history review was conducted. A review of service history found the device had not been in for service in the previous year.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit was constantly displayed syringe not in placed. No patient involvement reported.